Event description:
It was reported that the pt developed a recurring urinary infection, dysuria, and microscopic hematuria following a anterior prolapse repair. As a result a urethrocystoscopy with vesical biopsy was performed in 2005.

Event description:
In 7/2005, the patient had surgical exploration, urethrocystoscopy, rectoscopy, vulva biopsy. Collection between the mesh and the bladder eliminated by a subrtrigonal channel.